Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
In 2004, a gore excluder aaa endoprothesis was implanted to repair an infrarenal abdominal aortic aneurysm. A trunk-ipsilateral leg component, a contralateral leg component, and an aortic extender component were implanted. In 2006, a postoperative computed tomography scan revealed aneurismal sac enlargement. Approx 5 months later, a postoperative computed tomography scan revealed that the aneurismal sac growth was due to a type ii endoleak. Next day, the devices were explanted and the aneurysm was surgically repaired. The patient tolerated the procedure. The devices will not be returned to gore.